Manufacturer narrative:
The field service engineer determined the cell blank volume was slightly high and adjusted the rinse volume. The customer ran controls. The customer ran the patient sample and additional patient samples; the results were acceptable. The last calibration was performed on (B)(6) 2022 and there were no alarms. Quality control data from the day of the event showed errors, but it could not be confirmed if control results were acceptable prior to running the complained sample. The sample centrifugation speed may have been faster and the centrifugation time may have been shorter than recommended by the tube manufacturer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with etoh2 ethanol gen.2 on a cobas 8000 c 502 module. The sample initially resulted in an etoh value of 14.5 mg/dl and this result was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of < 10.1 mg/dl. The repeat value was deemed correct. The etoh reagent lot number was 63598101, with an expiration date of 30-nov-2022.